Event description:
It was reported that following a tumor removal in 2005, the patient experienced poor balance and difficultly walking (needs walker or wheelchair). It was stated that the tumor was behind the left ear, which was close to the extension. It was also stated that the patient now has bells palsy on the left side of his face, which he attributes to the surgery. The patient reportedly wanted to get another opinion. According to device registration, the patient's device was replace on (B)(4) 2008. Please refer to mfg. Report # 3004209178-2012-09443, as the patient continued to have ambulation difficulties with a new implant. Also, troubleshooting was done on the lead/extension and no anomalies were found.

Event description:
Additional information reported the patient ¿had surgery near one of the leads¿ to remove a tumor from his left ear in 2007. It was unclear at the time of follow-up whether this procedure was the same as the 2005 procedure. It was restated that the patient ¿started having issues with his balance and walking¿ following the surgery. It was reported that ¿because of the patient¿s walking and balance issues he had to ride a scooter.¿ it was noted ¿a CT scan and MRI were done which showed the wires were fine¿ following the removal procedure. It was stated that when the patient¿s battery died, the patient was ¿instantly able to get up with no balance issues, his walking was perfect.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 1999, explanted:, product type: extension; product ID: (B)(4), lot# l70765, serial#, implanted: (B)(6) 1999, explanted:, product type: lead. (B)(4.)

Event description:
Additional information received reported the patient had problems walking, balance, and stability problems which began when he had his tumor removed in 2005. The patient's issues occurred when stimulation was on or off. It was noted the only time the patient's issues did not occur was when his battery was completely dead which was around (B)(4) 2012. The patient was concerned his lead may have been "knicked" during his tumor surgery. It was also reported when the patient used his programmer to turn stimulation on he felt a tingling sensation on the right side. Additional information received two weeks later reported it was thought to an extent the patient's stimulation was causing his change in gait. It was noted the patient's issue was really more about balance and change in body position for the ability to stand up from a chair. The outcome of the event was "good."

Event description:
It was reported that the patient had a tumor removed in 2005. The patient stated that the tumor was located "where his leads were in his brain around the ear". The patient further stated that "nothing was noticeable except for his change in gait". It was noted that the patient was "going over to the right and it continued to get worse". The patient stated that "his walking went out completely in 2006," and he must use an assistive device. The patient indicated that that he went to several physicians, but "no one knows why his walking went out". The patient outcome was not provided.